Event description:
(B)(4). Event occurred in the united states. The patient reported that while wearing the infusion set, its tubing separated from the piece that got inserted. Reportedly, the blood sugar level became high as the patient did not receive insulin. No further information available.